Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to treat patient using a closurefast catheter and a rfg2 generator. It was reported that devices were prepped as per IFU. The account reported that when they plugged catheter into generator, the error message "catheter not recognized" was displayed on the screen. Generator was turned off and on and power-cycled, same message appeared when inserted catheter. Catheter was re-inserted into generator and the message appeared again. Procedure was completed with a laser. After the procedure had been completed the physician plugged one of the catheters back into the generator again and the message did not appear at that time. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the closurefast catheter was received for evaluation. The catheter was returned within ancillary device guidewire hoop. No abnormalities or deformities were noted. The catheter cable connector was examined and all pins were observed to be straight. The catheter connector was plugged into the resistance tester: the catheter passed continuity and resistance functional testing: e+ to e- 86.40hms (80ohms to 113ohms), tc+ to tc- 112.8 ohms (less than or equal to 250ohms), resistor 1 value 13.70kohms (13.43kohms to 13.97kohms), and resistor 2 value 8.06kohms (7.90kohms to 8.22kohms). The catheter passed functional testing on rfg2 generator. Proper device recognized by rfg when plugged in, low temperature advisory displayed when activated, when activated cycle starts without advisory message, temperature rises to 120c, and device completes cycle without advisory messages.